Manufacturer narrative:
The single-use device was received for evaluation. Visual inspection using the naked eyed observed a black fiber inside the bag. The black fiber was determined to be a hair strand. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a hair strand was observed inside the packaging of a 1000 ml eva bag. This was identified prior to patient use. There was no patient involvement. No additional information is available.